Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work properly) has been confirmed. Upon evaluation, the rear response button was defective. The cause for the inability to function properly is the defective response button. The response button contacts would not close when the response button was depressed. The root cause of the defective contacts cannot be positively identified. No adverse event resulted from the defective response button connector. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the response buttons were not working properly. The patient was issued a replacement monitor.